Event description:
It was reported that the patient presented in clinic after experiencing phrenic nerve stimulation. Upon interrogation, it was noted that the left ventricular (lv) lead was causing the phrenic nerve stimulation. It was also noted that the right atrial (ra) lead exhibited loss of capture and failure to sense. A chest x-ray was performed and the dislodgement of both the lv and ra leads was confirmed. Temporary programming changes were made. The left ventricular lead was explanted and replaced. The patient was stable. New information received indicates that the right ventricular and right atrial leads were repositioned successfully on (B)(6) 2024. The right ventricular lead exhibited lack of lead slack. The patient was stable.